Event description:
A report was received that the patient precision system was explanted due to subdural hematoma. The patient's hematoma was procedure related. The patient has made full recovery and is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.